Event description:
A contour ercp cannula was used during an endoscopic retrograde cholangiopancreatography in a female patient (age and weight unknown) in 2008. According to the complainant, "during the procedure, the stylette wire [was moved] and [an attempt was made] to remove the stylette from the blue cap. A piece of the wire broke off and went through the nurse's glove and into her index finger. The nurse [went] to the ER [and had] the piece of wire removed and [the nurse] underwent the standard needle stick protocol. The nurse's condition was reported to be "fine." The physician completed the procedure with this device and no complications to the patient were reported.

Manufacturer narrative:
The device has not been received. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database has revealed that no additional complaints have been reported for the lot.